Event description:
The customer reported noise intermittently appears on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the monitor. (B)(4).